Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Provided photo pic3 shows an intraocular lens (iol) on a piece of paper. One haptic appears to be broken/the end of the haptic appears to be missing; the other haptic appears to be missing or is folded under the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during loading intraocular lens (iol) into the injector, one haptic broke. A different iol was implanted to complete he procedure. There was no patient contact. Additional information has been requested.